Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed successfully on the 6th january 2010 and performed to specification, alongside random manual power ons, up to the 20th january 2013. The device failed a self-test due to a low battery on the 24th january 2013. An increase in voltage on the 18th august 2014 would suggest a further pad-pak was installed, the device passed a self-test. The device records multiple manual power ups mainly of ten minutes duration between the 4th august 2015 and the last log entry on the 5th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.